Event description:
Reporter indicated that 80% of the pt's airways are collapsed due to the vns therapy. The pt is very athletic and physically active and reports that during stimulation, it becomes very difficult for pt to breath. The pt reported that they never experienced breathing problems before vns implant. Treating physician adjusted programmed parameters and recommended that the pt use the magnet to temporarily discontinue stimulation during periods of physical activity. The pt was reportedly doing better at follow-up visit with neurologist.